Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user contacted customer support to report that they had disconnected from the ilet citing low blood glucose (bg) concerns. Following disconnection, the user experienced hyperglycemia with a bg of 400 mg/dl. The event was managed at home, and no medical intervention was reported.